Event description:
The manufacturer received information alleging broke screen occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device turned on but does not display an image. In conclusion, the device's display board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the mac address could not be extracted but was scanned from the device therefore the mac label was replaced. Other components were replaced due internal contamination or cosmetic damage unrelated to the reportable malfunction/issue. The device passed all final testing.